Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: dlt ts cer hd 12/14 36mm +5.0 hip femoral head; altrx +4 neut 36idx54od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. Patient codes: the no code available code is to address the reported "elevated metal ions" harm allegation.

Event description:
Ppf and sticker sheets received. Ppf alleges elevated metal ions after first revision surgery. Doi: (B)(6) 2016 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.